Event description:
It was reported that the omnipod dash controller/personal diabetes manager (pdm)¿s battery appeared swollen and that it drained faster than usual. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res# 90987 was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.